Event description:
The account alleges the pt position module was not set. No pt impact.

Manufacturer narrative:
The account found the bed scale had been zeroed with the pt in the bed, user error. The account zeroed the scale with the pt out of the bed to resolve the issue.